Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring, loaded a new cartridge successfully and resumed insulin delivery. Customer's blood glucose level was 539 mg/dl with moderate ketones. The elevated bg was addressed by a correction injection via manual insulin therapy.